Event description:
It was reported that a malfunction alarm, identified as malf 16, occurred. No information was provided regarding whether there was an impact on the customer's blood glucose level. Technical support decided to replace the device, confirming the shipping details, and instructed the customer to return the faulty pump using a pre-paid label. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery, put the pump into storage mode before returning it, and acknowledged these instructions.